Event description:
It was reported the patient had an overstimulation sensation. It was noted the patient was woken up by an uncomfortable increase in stimulation the morning of the call. It was reported the patient turned off stimulation in response. It was noted that upon checking the stimulation the stimulator was on and at 0.00v, but the patient still felt uncomfortable stimulation.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 399930, lot# v015300, implanted: (B)(6) 2007, product type lead. (B)(4).